Manufacturer narrative:
This is one of 6 manufacturer reports being submitted for this case. This complaint is for the five patients that had an annulus rupture. Please reference related manufacturer report no: 2015691-2020-11759, 2015691-2020-11761, 2015691-2020-11762, 2015691-2020-11763, 2015691-2020-11764.  The date of the event(s) is unknown. No date range was provided in this article. For this reason, the published date was used as the occurrence date. Article reference: guimarães l, ferreira-neto an, urena m, nombela-franco l, wintzer-wehekind j, levesque mh, himbert d, fischer q, armijo g, vera r, kalavrouziotis d, rodés-cabau j. Transcatheter aortic valve replacement with the balloon-expandable sapien 3 valve: impact of calcium score on valve performance and clinical outcomes. Int j cardiol. 2020 may 1;306:20-24. Doi: 10.1016/j.ijcard.2020.02.047. Epub 2020 feb 19. Pubmed pmid: 32139241.

Manufacturer narrative:
This is one of 6 manufacturer reports being submitted for this case. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive, as relative patient and procedural information was not provided, so the exact cause of the regurgitation is unknown. However, it could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), through the review of the medical article: ¿transcatheter aortic valve replacement with the balloon-expandable sapien 3 valve: impact of calcium score on valve performance and clinical outcomes". Corresponding author josep rodés-cabau. The following events were identified: multicenter study including 626 patients with severe as who underwent tavr with a new generation balloon-expandable thv (sapien 3) in three centers. Ten patients had moderate/severe aortic regurgitation, five patients had an annulus rupture, one hundred patients needed a new pacemaker, nine patients had a myocardial infarction, sixteen patients had a stroke and eight patients needed a second valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.